Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pxns, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0pxns, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via a manufacturer representative and the health care provider reported that the patient had a loss of vaginal stimulation and had stimulation in the leg. The cause of the change in stimulation sensation was determined to be lead migration. The troubleshooting performed was reprogramming, an impedance check, and an x-ray. The intervention taken to resolve the issue was that the patient had a revision. The lead and implantable neurostimulator (ins) were replaced on (B)(6) 2015 and the issue was resolved. The patient status was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.